Manufacturer narrative:
The field service engineer (fse) conducted a follow-up with the customer over-the-phone to address the reported event. The fse was informed by the customer that they would like to troubleshoot the instrument themselves. The customer told the fse to call back within several days to get a status on the instrument. Fse made several follow up calls with the customer and the customer is still troubleshooting the instrument and want to fix the issue themselves. The customer is refusing service for the reported event. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The prog, ft3, ft4 and testo st aia-pack assay specifications indicates the following: evaluation of results: quality control; in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strictest regulatory agency under which the laboratory operates. The most probable cause of the reported issue is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported that after preventative maintenance was completed the control results for ft3, ft4, progesterone and testosterone are out of range high. The customer indicated that they are using biorad 40351, 40352, and 40353 controls. Customer recalibrated these analytes and control results are out of range high. The technical support specialist (tss) requested the customer to run one set of mac controls on the instrument. On the (B)(6) 2018 the customer reported that mac controls were also out of range. Mac f305 results are below level 1 : level 2: level 3: ft3 , 3.56 (1.77-2.39) h, 5.32 (3.29-3.61) h, 22.97 (11.20-20.80) h. (B)(6). The customer then ran a ft3 precision test and the results were acceptable. The results were as follow = 2.19, 2.18, 2.26, 2.14, 2.18, 2.34, 2.19, 2.21, 1.98, 2.14, 2.10. The customer recalibrated the instrument again and ft3 controls are still out of range high. Field service engineer (fse) was dispatched to address the reported event due to delay of progesterone patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.